Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed six "partial delivery, user aborted" warnings on (B)(6) 2012. The keypad was tested an all buttons were found to be responding appropriately. There were no hypersensitive keypad buttons observed. A 10 unit audio bolus and a 10 unit normal bolus were successfully performed and accurately recorded in the pump history. The pump was exercised for 24 hours with no warnings or alarms occurring. The complaint could not be duplicated during investigation.

Event description:
On (B)(4) 2012, the reporter contacted animas to report the pump canceled bolus doses without user intervention, without the user pressing any keys or buttons on the pump. The patient noted there were no issues or damage with the keypad. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.